Event description:
The device was returned for not retaining date/time. The event occurred during testing. During physical inspection, it was found that the upstream occlusion(uso) seal was found buckling.

Manufacturer narrative:
Device evaluation: one device received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed. Additionally, the investigation found that the upstream occlusion(uso) seal was buckling. The uso seal was replaced.